Manufacturer narrative:
The reported device was not returned, so an inspection could not be performed. Device history records and complaint history could not be reviewed as the lot number was not provided. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. An exact cause of the reported event could not be determined based on the available information. Potential causes include: bone quality, excess cantilever force applied during insertion, difficult angle, etc.

Event description:
It was reported by a company representative that a yukon screw broke intra-operatively during insertion at t2. The procedure was completed successfully without surgical delay. No adverse consequences were reported.

Manufacturer narrative:
Hospital retained implant.

Event description:
It was reported by a company representative that a yukon screw broke intra-operatively during insertion at t2. No surgical delay nor adverse consequences were reported. The procedure was completed successfully.